Event description:
It was reported to philips that the device fails the op check for the pacer and defib test. There was no patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. The device failed operational check due to defib and pacer test failures. The problem was localized to a leaky capacitor and a leaky transistor. These two components were replaced with known good ones and the operational check passed.